Event description:
Dr. (B)(6) corrected a metatarsal base fracture on a (B)(6) -year-old male patient on (B)(6) 2016. It cannot be determined whether a 300-55-003 4 hole vl gridlock plate or a 300-50-005 5 hole vlc gridlock plate was originally implanted as todd joslin, our trilliant sales representative, was not present at the case. The patient came in for post-op review (date of review is unknown) with no reported pain. X-rays revealed that the plate was broken and fusion had not occurred. Dr. (B)(6) confirmed that the patient was noncompliant. The revision surgery was scheduled for (B)(6) 2017. See MDR's 3007420745-2018-00010 and 3007420745-2018-00011 for patient outcome.

Event description:
Doctor 1 corrected a metatarsal base fracture on a 28-year-old male patient on (B)(6) 2016. It cannot be determined whether a 300-55-003 4 hole vl gridlock plate or a 300-50-005 5 hole vlc gridlock plate was originally implanted as the associated trilliant surgical sales representative was not present at the case. The patient came in for post-op review (date of review is unknown) with no reported pain. X-rays revealed that the plate was broken and fusion had not occurred. Doctor 1 confirmed that the patient was noncompliant. The revision surgery was scheduled for (B)(6) 2017. See MDR report 3007420745-2018-00010 and MDR report 3007420745-2018-00011 for patient outcome.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) unknown. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. All possibilities are listed below. 6. Reprocessor name and address (d9) n/a to this report. 7. Concomitant medical products and therapy dates (d11) not reported. 8. As a result of item 5 above, device manufacture date (h4) could not be confirmed. All possibilities are listed below. 9. Section h9 n/a to this report. 10. No files attached to this report. Corrected information provided in follow-up submission: a1, b3 - date of event left blank because unknown. B4, b5 - description of event/problem for initial submission - corrected to not identify any physician or institution by name. B6, b7, d2 - common device name (product code is correct in initial submission) d3 - email address removed and fax number added. D4 - catalog #, serial #. D5 - operator of device corrected to patient/lay user as the event is a result of patient noncompliance. The operator of the device when the event occurred (plate breaking) was the patient. D8, d9, e1 - initial reporter (and associated telephone number) corrected to physician who reported the event to the distrubutor (sales representative). E2, e3, e4, section f is n/a to this report. G3 - report source corrected to health professional and distributor and selection for company representative removed. G5, h6, h9, h10 - corrected data. Additional information provided in follow-up submission: d4 - lot # (see below.) G1 - name (and email address) updated as different personnel is submitting the follow-up submission than submitted the initial submission. G7, h2, h10 - additional manufacturer narrative. Investigation summary (omitted with original submission): DHR review: while the specific lot number of the potentially involved plates could not be identified, the following lot numbers were identified and reviewed as possibilities: 4 hole vl gridlock plate (300-55-003). 1. Lot #tsl000312 [manufactured 07/17/2013, UDI (B)(4)] which had no associated reworks (rwks) or deviations. Lot #tsl000312 had one (1) associated nonconformance report (ncr); ncr 13-062 was initiated for the inner diameter of the slotted pin hole measuring under specification for all parts within lot tsl000312. All parts were functionally tested (go gage) with a k-wire indicative of intended use, and were found to pass. All parts were accepted on concession. 2. Lot #tsl000460 [manufactured 11/13/2013, UDI (B)(4)] which had no associated rwks or deviations. Lot #tsl000460 had one (1) associated ncr; ncr 13-167 was initiated for a partially cut off trilliant surgical logo lasermark for one (1) part of lot tsl000460. This part was accepted on concession. 3. Lot #tsl000544 [manufactured 01/13/2014, UDI (B)(4)] which had no associated rwks or deviations. Lot #tsl000544 had one (1) associated ncr; ncr 14-001 was initiated for seven (7) parts appearing bent or failing for plate thickness in lot tsl000544. All nonconforming parts were scrapped. 4. Lot #tsl000311 [manufactured 06/07/2013, UDI (B)(4)] which had no associated rwks or deviations. Lot #tsl000311 had one (1) associated ncr; ncr 13-046 was initiated for the inner diameter of the slotted pin hole measuring under specification for all parts within lot tsl000311. All parts were functionally tested (go gage) with a k-wire indicative of intended use, and were found to pass. All parts were accepted on concession. 5 hole vlc gridlock plate (300-50-005): 1. Lot #tsl000425 [manufactured 10/08/2013, UDI (B)(4)] which had no associated ncrs, rwks, or deviations. 2. Lot #tsl000895 [manufactured 06/03/2014, UDI (B)(4)] which had no associated ncrs, rwks, or deviations. 3. Lot #tsl001240 [manufactured 06/07/2014, UDI (B)(4)] which had no associated ncrs, rwks, or deviations. 4. Lot #tsl001560 [manufactured 10/02/2014, UDI (B)(4)] which had no associated ncrs, rwks, or deviations. 5. Lot #tsl000499 [manufactured 01/23/2014, UDI (B)(4)] which had no associated ncrs, rwks, or deviations. As a result of this DHR review, it is concluded that none of the identified ncrs had an impact on the plate failure that was reported in this MDR. All parts with a nonconformance that compromised mechanical integrity were scrapped prior to reaching finished goods inventory. Visual inspection: parts were not returned to corporate for review as the sales representative was not present at the case. The sales representative was retrained on 07/30/2018. No visual inspection is able to be completed. Complaint log review: a review of the complaint log was completed for both possible part numbers, 300-55-003 4 hole vl gridlock plate and 300-50-005 5 hole vlc gridlock. No complaints have been received for part number 300-55-003. Two (2) complaints have been received for part number 300-50-005. Product experience reports (pers) 15-02-015 and 18-04-010 have also been reported for this plate breaking. Per 15-02-015 was initiated due to a plate breaking due to patient noncompliance. Per 18-04-010 was initiated due to a plate breaking after fusion had occurred. As fusion had occurred, the device did not malfunction. Additionally, the surgeon stated that although the patient was noncompliant, a larger sized plate would have been more appropriate for the patient. Surgical technique review: limited information about the case was reported to trilliant surgical. The case occurred in 2016 and no information about the procedure was provided. Conclusion: limited information was provided to trilliant surgical about the event. The root cause of the device malfunction was identified by the surgeon as patient noncompliance.